Event description:
Inbound. Patient reported she has more treprostinil left in cadd ms3 rg syringes then pump is showing, and pump low cartridge alert is starting anywhere from 1 hour to 1 day too early. Cartridge lot 210408. No further details provided.